Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited a touchscreen malfunction in which the screen became unresponsive and the user interface triggered repeated reboots when icons were selected, though cgm readings continued to display, consistent with a device hardware and user interface issue involving the display/touchscreen component. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no required medical intervention. Investigation included technical troubleshooting with guided restart and charger use, follow-up monitoring, and device replacement with subsequent return of the replacement device after the original device resumed normal function. Investigation of this case revealed that the touchscreen behavior was intermittent and not reproducible after the device later functioned as expected. It was concluded that the event involved a temporary device malfunction without patient harm and without evidence of a systemic failure.